Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0vg9r, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had their system replaced because 3 of the wires stopped functioning and quit working around the end of the year in winter time. It was stated that for 9 months every month they would have to see their healthcare provider (hcp) who was trying to "get that one wire going" but ended up shocking them badly trying to keep it going with one wire to extend the battery life. The patient ended up having the implantable neurostimulator (ins) battery and lead replaced on (B)(6) 2015. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.